Event description:
This was a lead removal case performed in the operating room to remove the rv lead. Lead was 11 yrs old. Pt was acutely septic with chronic lead erosion. The pt was prepped with an arterial line, fluoroscopy and tee in room, CT surgeon scrubbed and present. The lead/lld was sutured several times to ensure a secure grip while extracting. During the pt's previous lm case significant adhesions were encountered. A 16f sls ii with teflon sheath was chosen to begin lasing the rv. Upon reaching the dual-coil, progression was slow but continuous. The md stopped lasing to observe fluoroscopy for any possible changes. During this time the pt's abp dropped from 113/50 to undetectable. CPR started, the CT surgeon stepped in and the pt's chest was opened within 2 minutes. Upon opening the chest a distal svc tear was discovered, the pt was placed on bypass, the tear was successfully repaired and the rv lead/lld-ez extracted. The pt stabilized, taken off of bypass, chest closed, and transferred to ICU. As of (B)(6) 2011 the pt was reported as being stable. No device was retained for return engineering analysis. An internal lhr was performed and noted no issues or non-conformances.